Event description:
It was reported that the patient was revised due to an unknown reason.

Manufacturer narrative:
Information was received from a foreign consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.